Event description:
Philips received a complaint on the earlyvue vs30 vital signs monitor indicating that the blood pressure was not working. The device was in clinical use on a patient at the time of the event. No adverse event was reported.

Manufacturer narrative:
Analysis was performed onsite biomedical service personnel which included identifying a defective blood pressure hose connector. The issue was resolved by replacing the connector and the product is back in service.